Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Appearance confirmation of the actual device: fractured piece: approximately 223mm; main part: approximately 1777mm. Appearance confirmation of the actual device: [fractured piece]: an abrasion was observed at the distal end. No exposure of wire strand was observed at the fractured part. A shape that seemed to be torn off was observed in the outer layer of the fractured part. No anomaly such as abrasion was found in appearance in other parts. [Main part]: the exposure of the wire strand was observed at the fractured part. A shape that seemed to be torn off was observed in the outer layer of the fractured part. No anomaly such as abrasion was found in appearance in other parts. Appearance confirmation of the wire strand: the outer layer of the fractured part was removed, and appearance of the wire strand was confirmed with an electron microscope. [Fractured piece · main part]: no taper was observed on the side of the wire strand. Radial patterns were observed on the top of the wire strand. Dimensions: the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Length of missing portion: fractured piece: approximately 223mm main part: approximately 1777mm total length: approximately 2000 mm since the current product is approximately 2000mm, it is considered that there is no missing portion. No anomaly was found in the manufacturing record and the shipping inspection record. No similar event was found in the past complaint file. Simulation test: it was fractured by applying continuous torque load in the same direction in a curved state. The taper was observed on the side of the wire strand. Radial patterns were observed on the top of the wire strand. Based on the investigation results, no anomaly was found in the manufacturing record and dimensions of the actual device. From the condition of the actual device and the simulation test, as one of the possibilities, it was considered that repeated torque load was applied to the involved part in the same direction while it was curved, leading to the fracture of the wire strand. It was also inferred that the outer layer was subsequently torn off when the tensile load and torque load were applied during removal. Relevant instructions for use (IFU) reference: "manipulate the glidewire gt slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy to avoid damage to the vessel. If any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions. Then remove the wire slowly without turning. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." "Do not turn the proximal end of the glidewire gt three or more turns in succession in the same direction if the wire's tip is trapped due to vessel spasm or some other cause. Separation of the wire may result."

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) number: k955801, k170417. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No anomaly was found in the manufacturing record and the shipping inspection record. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. The terumo guidewire gt was used in combination with a merit maestro to treat prostate artery embolization (pae). The distal tip of the gt was extended 4-5 cm from the catheter, and it was noticed there was not a response from the wire. It was noted that patient's anatomy was small and very tortuous. Both the wire and catheter were removed from the patient, and it was noted that the distal portion of the wire had snapped off. It remained within the catheter on extraction, and there was no harm or injury to the patient. A new catheter and wire were used and the patient treated successfully. Additional information was received on 25sep2025: no fragments were left within the patient.